Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2013: the patient was pre-operatively diagnosed with post-laminectomy syndrome, adjacent level disk disease with herniated nucleus pulposus and lateral listhesis, l2-l3 and l3-l4 and underwent the following procedures: anterior lumbar discectomy and decompression of the disk space l2-l3 and l3-l4. Anterior inter-body fusion via lateral retroperitoneal approach l2-3 and l3-4, right sided. The patient had prosthetic disk spacer for inter-body fusion (18 x 22 x 50 mm peek implant at l2-l3 and 18 x 22 x 55 mm implant at l3-l4 ). Use of bone morphogenic protein plus allograft chips for anterior inter body fusion, l2-l3 and l3-l4. Posterior segmental instrumentation and posterior spinal fusion, l2 -l3 and l3-l4 with placement of segmental interspinous plating. Intra-operative fluoroscopy for placement of spinal instrumentation. As per op-notes" complete radical discectomy was performed at l3-4. The disk space was dilated to allow an 8 mm 10-degree lordotic implant (xlif). Meanwhile, a medium rhbmp-2 kit had been mixed. One sponge was placed on either side of the xlif spacer and this was filled with crushed cancellous allograft. The allograft bmp mixture within the xlif spaces was then impacted in place from right to left across the disk space bridging the ring apophysis to the contralateral side. Excellent stability in fixation was attained with recreation of a normal disk height. Positioning of this was verified as being excellent in ap and lateral fluoroscopy. No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.